Event description:
Some bd 50ml luer-lok tip syringes have been found to be missing ml measurement tallies. The defect has been observed only in lot 2278729, but full inventory check is still underway.